Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient kept his device inflated for a long time; the patient wanted it inflated all the time and kept it inflated against doctor's orders. A capsule formed around the reservoir so fluid could not go back in. Possible erosion was occurring. Before it eroded, the physician explanted the device and implanted a malleable prosthesis in that was a bit shorter, so the distal tunica could heal up.